Event description:
It was reported that, during reprocessing, the colonovideoscope suction channel, biopsy channel, and air/water channel tested positive for >10 colony forming units (cfus) of pseudomonas aeruginosa. The scope was retested two days later, and the results were negative. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope.  Air/water was aspirated through the instrument/suction channel.  During manual cleaning, the device passed the leak test. The detergent used was peracetic acid and the disinfectant was asepti synergy 5. All channels were flushed and immersed into the disinfectant. The instrument/suction channel, suction cylinder, instrument channel port were brushed. The distal end being brushed with the channel-opening brush and single use soft brush. The automated endoscope reprocessor (aer) used was gandy 90 with ecosteril-f plus detergent and peracetic acid disinfectant. The water filter was replaced periodically in accordance with the instructions for use. The device was dried by blowing and stored in drying cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The sample was collected after storage. The date of sample collection was (B)(6) 2024, for the first test and the (B)(6), 2024 for the second test. The date the device was last used for a procedure was (B)(6), 2024, and the date the device was last reprocessed was (B)(6), 2024. The device was not used for a procedure between the date the sample was collected for a culture test and the date the results of the culture test were obtained. The device was quarantined after confirming positive microbiological test results. Additional reprocessing was performed before the device underwent microbiological testing. Additional reprocessing was performed before the device was returned to olympus. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Upon review of the customer provided cleaning disinfection and sanitization (cds) practices, there were no obvious deviations from the IFU. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, the reported event was not confirmed, as the scope was not microbiologically tested. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.